Manufacturer narrative:
Date of event: (B)(4). Date of report: 30aug2019. The manufacturer's field service engineer (fse) performed troubleshooting wit h the customer. A philips disposable test lung was attached to the unit and when the exhalation port was plugged the patient leak dropped to 0 within 5 breaths and the unit alarmed "low leak-co2 rebreathing risk" within 8 breaths. The reported issue could not be duplicated. No issue was found with the unit. The device passed performance verification testing. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the customer was testing the unit on a test lung. If a plug was in the exhalation port on the circuit there was no rebreathing risk alarm and the leak continued to display 11. There was no patient involvement.